Event description:
The following has been reported: biomed reported pump problem alarms, waiting for confirmation that several hard reboots have been completed. Pre go-live so no patient harm, pumps are not on patients yet. A review of the logs shows that this was a resistor coupling timeout. Further investigation reveals that this is a software anomaly related to the inability to couple the resistor knob leading to incorrect alarm annunciation that causes delay of therapy. Failure to couple with the resistor knob can some times result in a fail-stop alarm, rather than a tubing set misloaded alert as expected. This issue was resolved in a sw update to version 5.9.1 on recall# z-1484-2024 fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.